Event description:
We have had three incidents where holes have been found in the warmer drapes; once before the surgical case and twice after the end of the case. The staff state that nothing sharp had been placed in the field.====================== health professional's impression======================the root cause is still under investigation. It is unclear if this is a manufacturer defect or user error.====================== manufacturer response for ors-100 warmer drape per site reporter======================a representative is coming out to provide re-education and to observe practices.